Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the atrial lead exhibited a capture anomaly, due to a dislodgement. The clinic reported that the patient may have been twiddling. The lead was explanted and replaced. The patient's condition post procedure was stable.